Event description:
It was reported that the patient presented at the hospital. During examination, noise was noted on the right atrial lead causing over-sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable in condition.